Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was a posterior spinal fusion at c1/2 performed on (B)(6) 2020. At first, two (2) unknown screws were deployed at c2. Next, the surgeon moved on to making a screw hole at c1. Then, the patient suffered from large hemorrhage during the drilling. The surgeon deployed the unknown screw at c1 while conducting hemostasis simultaneously. Without inserting the 2nd screw at c1, he moved on to occipital bone fusion and started drilling. Then, the anesthesiologist advised the surgeon to stop the procedure. When the sales rep was told to leave the operating room, cardiac massage was being treated. No further information is available. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 3). This report is for one (1) unknown screws. This is report 1 of 1 for (B)(4).